Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte 24ga x 0.75in broke during use. The following information was provided by the initial reporter: at the time of channeling the patient, it feels like the skin is broken in a forced way due to the lack of an adequate edge in the bevel, which causes the plastic part of the catheter to break and it is not possible to leave a venous access, causing a greater amount of supplies used, greater trauma to the skin and therefore multiple punctures in the patient.

Event description:
It was reported that the bd insyte 24ga x 0.75in broke during use. The following information was provided by the initial reporter: at the time of channeling the patient, it feels like the skin is broken in a forced way due to the lack of an adequate edge in the bevel, which causes the plastic part of the catheter to break and it is not possible to leave a venous access, causing a greater amount of supplies used, greater trauma to the skin and therefore multiple punctures in the patient.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.